Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional attempts to ascertain further clarification in regards to the amount of fluid left in the balloon was not provided. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unknown, so the date used the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that the facility was unable to deflate the balloon.